Event description:
The user facility reported the following: "a patient, age unknown, receiving taxotere rx q3weeks via chest port which had been in place for ninety (90) days experienced redness and pain along catheter route (approximately 6cm in length of induration). Port was explanted". Note: catheter was nicked with a scalpel by dr. During explantation.